Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had diaphragmatic stimulation on the right side. The lead was dislodged. When turning off the lead, the patient no longer could feel the stimulation. The lead was turned off. A chest x-ray was performed and the patient was scheduled for repositioning of the lead. The x-ray showed the lead was in the very high superior vena cava, almost at the root of the neck, where as previously it was far out in a vein on the lateral aspect of the heart. The lead was repositioned. No further patient complications were reported as a result of this event.